Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. There was a pinhole in the balloon 2mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. The reported balloon burst was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon rupture occurred. The target lesion was located in a left coronary artery. A 3.25 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.